Manufacturer narrative:
For one of the pending events, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow-up actions for this event. For the second pending event, the investigation determined that the issue was caused by insufficient cuvette cleaning due to kinked tubing. The follow up actions for this event was replacement of all washing tubing. For the third pending event, the investigation determined the issue was caused by additional ammonia present in the environment. The source of this additional ammonia must be identified locally. There was no malfunction of the device. There were no follow up actions for this event.

Manufacturer narrative:
Serial numbers continued: (B)(4). The investigations found: for 5 events: the investigation could not identify a product problem. The cause of the event could not be determined. For 1 event: the investigation found that the gear pump pressure gauge was faulty. For 1 event: the investigation found that the sample mechanism was worn and the rinse mechanism tubing was deteriorated. For 3 events: the investigation is ongoing. The follow-up actions were: for 1 event: there were no follow-up actions. For 1 event: the sample probe was cleaned, then replaced as a preventive measure. The issue was resolved after this action. For 1 event: the pressure gauge was exchanged and the analyzer was confirmed to be back within specifications. For 1 event: weekly maintenance was performed on the analyzer and the issue was resolved. For 1 event: the rinse mechanism, wash wells, and the gear pump was checked. The sample probe was changed and precision studies were performed. For 1 event: the sampling mechanism and other affected parts were replaced. The customer ran calibration and controls. Controls were successful. For 1 event: the rinse mechanism dispense and evacuation were checked and were ok. All pressure and vacuum gauges were checked; these were ok. The gear pump pressure was adjusted. All probe alignments were checked and were ok. Probe washing was checked and it was ok. Quality controls were tested. The system was performing within specifications. For 3 events: the follow-up actions are still to be determined the reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single-use and is not reprocessed or reused.

Event description:
This report summarizes <noe>10</noe> malfunction events. Questionable high results were generated by the cobas 6000 c (501) module. The events involved a total of 10 patients with the following: 2 patients had a questionable albt2 tina-quant albumin gen.2 result. 1 patient had a questionable phos2 phosphate (inorganic) ver.2 result. 1 patient had a questionable a1c-3 tina-quant hemoglobin a1c gen.3 result. 1 patient had a questionable vanc2 vancomycin result. 2 patients had a questionable crej2 creatinine jaffé gen.2 result. 2 patients had a questionable nh3l ammonia result. 1 patient had a questionable ua2 uric acid ver.2 result. For 2 patients the patients' ages ranged from 65 - 91 years old. Two of the patients were males.